Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 16 while customer was using pump in ireland, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin therapy, and technical support arranged replacement pump, instructed customer to place affected pump in storage mode, reprogram settings and reconnect continuous glucose monitor on replacement device, and return malfunctioning pump using prepaid label.